Manufacturer narrative:
Additional information: h3: yes, evaluated. H6: codes updated. Investigation results: visual inspection: the challenger shaft (pl522r) was received in a good condition with surface scrapes as a result from usage. The challenger handle (pl520r) was received without visible defects detectable by the naked eye. Pl522r: after measurements, the jaw width was found to be out of specification (oversized). Pl520r: found to be within specifications. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based upon the investigation results, a definite root cause cannot be determined. There is no indication for a material, manufacturing, or design-related failure. According to instructions for use (IFU) ta012509 2024-06 change no. Ae0063570: 2.4.2 product-specific safety information to avoid damage to the jaws and the titanium clip cassette: carefully insert the pneumatic clip applier through the trocar. 3.13 packaging place the product in its holder or on a suitable tray. Make certain the jaws are protected. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl522r - shaft compl.d:5mm l:310mm. According to the complaint description, clip did not close after the handle was pressed, and fell out during a liver resection. Some of the clips had functioned correctly. A non-aesculap product was used instead to complete the procedure. After surgery, the patient felt "unwell" and was later returned to the operating room; hemostasis was performed for abdominal bleeding and the patient's condition improved subsequently. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Involved component: pl520r- challenger ti-p handle. (Aesculap ag reference no. (B)(4)).